Manufacturer narrative:
Updated: b5, h2, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. The product was not returned to olympus for inspection. Based on the results of the investigation, the root cause of the reportable malfunction could not be identified/determined. Additionally, an endoscopy support specialist (ess) was dispatched to the user facility for reprocessing support of the ultrasonic probe. It was noted that the user facility staff did not have the appropriate monitoring strips nor temperature monitoring set up for their high-level disinfectant. The ess spoke with clinical coordinator, and endoscopy technician/ materials coordinator about ordering the thermometer and the disinfectant test strips. Questions answered and education provided on the manual reprocessing of the um-s20-17s, ultrasonic probe. Olympus will continue to monitor field performance for this device.

Event description:
Additional issues/malfunctions were found during investigation and were identified/determined to be not reportable.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during the onsite visit the endoscopy support specialist (ess), noted that the user facility does not have the appropriate monitoring strips nor temperature monitoring set up for their high-level disinfectants on the ultrasonic probe. The issue was found during reprocessing for an onsite visit. There was no report of patient involvement.